Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, malformed staples; sutured by hand. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic left colectomy procedure, the device would not fire. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that one (B)(4) was received instead of a (B)(4). The instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 6 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.